Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: superficial damage to the outer jacket of the driveline. Thrombus was confirmed in the evaluation of (B)(6). The pump was returned with the driveline cut approximately 2¿ from the pump housing and the severed portion of driveline was returned in two pieces, an 8¿ portion and a 28¿ distal end portion. Upon disassembly of the returned pump, examination of the distal side of the inlet stator revealed a denatured thrombus ring adhered to the inlet bearing cup. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Examination of the proximal side of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origins and duration of time for which the deposition was present in the pump cannot be conclusively determined, the lack of denaturation along with the lack of circumferential contact marks on the outlet bearing cup and outlet cone section of the rotor, indicate that the deposition was not present in the outlet stator for an extended amount of time while the pump was operating. The thrombus formations found in the device would have contributed to the reported elevated ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus formations. The pump was returned with the driveline cut approximately 2¿ from the pump housing and the severed portion of driveline was returned in two pieces, an 8¿ portion and a 28¿ distal end portion. Continuity testing on the returned portions of driveline revealed no shorts or discontinuities. The bionate and shielding were removed from all portions of the returned driveline, and no insulation breaches or damage were found. Device thrombosis and hemolysis are listed in the IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) discovered with routine labs. Ldh remained elevated with heparin drops (gtt). The heartmate ii pump was exchanged on (B)(6) 2020, for thrombosis related to ldh in the 1400¿s, that did not resolve with a heparin gtt.